Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd plate columbia agar 5% sb 20 ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "according to the customer's report, mold or bacterial growth was found in the media."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-aug-2022 h.6 investigation summary material # 251165 lot # 2102621 contamination was reported. Bd received returned samples. Issue was not confirmed on return sample. A complaint history was performed and no trend was found. Bd will continue to monitor this lot.

Event description:
It was reported that while using bd plate columbia agar 5% sb 20 ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "according to the customer's report, mold or bacterial growth was found in the media."